Event description:
It was reported that, "surgeon finishing revision of zimmer total knee to triathlon ts, could not get the final metal post to go in stabilizer post hole properly, so he impacted the post in and this partially disengaged the tibial insert from the tibial baseplate. Surgeon could not retrieve the post and concerned about the integrity of the fit of the insert in the tibia so wanted new insert. Surgeon said after case that the insert was probably not fully engaged and lined up to accept the final stabilizer post."

Manufacturer narrative:
Device was destroyed therefore, not returned. No evaluation will be performed. Should additional information become available, a supplemental report will be issued.